Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload had a full complement of staples. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. For the first firing for the duodenum resection, connected the reload to the adapter and checked the jaws opening and closing with no problem. Before the surgeon inserted the device into the trocar, pushed the silver rotation toggle, however, the device did not react at all. The surgeon could not open, close, or articulate the jaws. Re-inserted the battery and replaced the cartridge. The firing was completed with no problem. After removing the device from the tissue, pushed the blue button and the silver button at the same time and tried to return the jaws to the straight position, however, the device did not react at all and the jaws remained closed. The status indicators were illuminated blue. Re-inserted the battery, could remove the cartridge from the adapter. Replaced by a manual stapling handle and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.